Manufacturer narrative:
(B)(4). The device was evaluated by the (B)(6) technician and the control board was replaced. "

Event description:
"On (B)(6) 2011 the (B)(6) at maquet (B)(4). In the (B)(4) reported that after the hcu 30 serial number unknown was fitted with a new ice sensor and calibration was performed, the ice block was forming normally but reducing in size over time.reference complaint (B)(4)".